Event description:
The customer reported that they couldn't measure proper psi. No patient impact or consequences were reported.

Manufacturer narrative:
Corrected data: corrected data: date received by manufacturer was updated from "03/19/2019" to "03/18/2019."

Manufacturer narrative:
Customer reported an issue with one sensor but returned two sensors. The returned sensors were evaluated. Visual inspection upon receiving revealed no external damage or defects. Both sensors failed continuity tests due to open connection across l1, l2, r1, r2, cb, and CT electrodes. The sensors were returned used. Functional testing could not be performed since the sensors are intended for single-patient use; the integrity of the sensors (gel; contacts; etc.) Is compromised once it is removed from the patient.

Event description:
The customer reported that they couldn't measure proper psi. No patient impact or consequences were reported.